Event description:
It was reported to philips that the device will not acquire an ECG via known good leads and trunk cable. There was no allegation of malfunction. The device was not in use on a patient.